Event description:
It was reported, during a routine follow-up, noise and oversensing were noted on the right atrial channel. Upon checking the device, a lead safety switch was observed for a high out of range right atrial pacing impedance of greater than 2000 ohms. The atrial sensitivity was reprogrammed from 0.5 mv to 2.5 mv to help prevent the right atrial channel from oversensing noisy signals. In the bipolar configuration, the pacing threshold was high. In unipolar, however, there was no issue with pacing threshold or amplitude. It was suspected the right atrial lead was fractured, but not confirmed. The plan is to replace the right atrial lead within the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this pacemaker was not explanted during the associated right atrial (ra) lead revision procedure. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported the associated right atrial (ra) lead was explanted. It remains unclear if this pacemaker was also explanted during the lead revision procedure. Follow-up was performed to try and obtain this information. No additional adverse patient effects were reported.